Manufacturer narrative:
The drill attachment was returned to the MFR, and the complaint was confirmed. Based on the device eval, a broken bur was found within the drill attachment. The cause of the bur breakage is unk, however, the investigation is on-going. The device could not be repaired and therefore, was not returned to the user facility. A f/u report will be submitted if further investigation results require.

Event description:
It was reported that during a spinal fusion, a bur broke while in use with the drill attachment. There was no report of any device fragments entering the surgical site, and no add'l medical intervention was required for the pt, due to this event. Backup equipment was used to complete the procedure, causing a 15 minute delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.